Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a crack in the gray connector was confirmed, and was considered manufacturing related. The implicated and returned product was a 6fr triple-lumen power PICC solo. The gray connector was cracked and a 2mm x 1mm x 0.5mm portion of the thread broke away and was not returned for investigation. The valve was still held in place. Cavity ¿o¿ was identified in the gray connector. No cracks were observed on the other connectors. A microscopic examination revealed that the crack had sharp edges and no plastic deformation was observed. A lot history review (lhr) of rebu2114 showed no other similar product complaint(s) from this lot number.

Event description:
Product was returned to bas without any event description or referenced file numbers. No details have been obtained from the attempts made to the facility. Preliminary investigation by fa technician confirmed a cracked hub.